Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed medication product was stuck between the drawers and they open the device from the back of the station, pull the drawers one by one, however still unable to find the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6) hospital.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to medication was stuck between drawer 2. A field service engineer reseated the connections between the row board cable, drawer control printed circuit board, and cubie tray. After performing a hardware test application and observing the customer, the drawer was successfully accessed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed medication product was stuck between the drawers and they open the device from the back of the station, pull the drawers one by one, however still unable to find the medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.